Event description:
An aus device was implanted on 12/2/93. A revision surgery was performed in 1994, day not provided, to reposition device. It is uncertain which, if any, components were revised. Unable to obtain additional info.